Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient discovered a fluid leak during step 9 of their pd end treatment. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. There were no alarms or warnings prior to or after the leak. The patient was advised to leave the cassette door open for 24 hours. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient voluntarily did not complete treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient discovered a fluid leak during step 9 of their pd end treatment. Fluid was discovered in the pump module area of the cycler and on the external of the cassette. Fluid was noted leaking from the cassette. There were no alarms or warnings prior to or after the leak. The patient was advised to leave the cassette door open for 24 hours. It is unknown at which point in therapy the leak may have begun. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was completed and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient voluntarily did not complete treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.